Manufacturer narrative:
(B)(4).

Event description:
3m received information from a customer that had received a medwatch form ((B)(4)) regarding a skin tear. Reportedly, while removing the 3m ioban surgical drape from the patient's skin post procedure, the patient suffered a 3 cm x 1 cm skin tear with pigment loss. Through a conversation between 3m technical service and the surgeon, it was also noted that the patient was three months old and was prepped with duraprep.